Event description:
Healthcare professional reported bilateral capsular contracture baker grade ii/iii. Device has been explanted. This report pertains to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified a broken device, along with a white / red biological tissue labeled on the right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, peri implant fluid, and folds.

Event description:
Patient reported rupture on right side. The device remains implanted. Patient reported capsular contracture baker grade unknown, peri implant fluid, and folds.